Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and motor anomaly. The customer's blood glucose was unknown. The customer stated that the insulin pump was making high pitched whizzing sound and motor was noisy when they received no delivery alarm. The customer was able to clear the alarm and rewind the insulin pump. The drive support cap of the insulin pump was normal. Trouble shooting was performed fro non delivery alarm and the insulin exit at quick release. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per their healthcare professional. The insulin pump will be returned for analysis.